Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl. Cause of bg level was not known. Customer went to the emergency room and was subsequently admitted to the hospital. Customer declined troubleshooting with tandem technical support and declined to provide further information.